Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had surgery to reposition the device in the pump pocket. The surgery was performed to better secure the pump with the pump placed deeper in the abdomen on (B)(6) 2012. It was reported no drug dose or concentration changes were made at the time of surgery. The device system was used to deliver prialt. The symptoms the patient had experienced were pain/discomfort in the left abdomen due to pump movement (tipping forward). An abdominal binder had been used, but it did not improve the patient's symptoms. The patient was last seen on (B)(6) 2012 at which time she was reported to have been recovering well from the surgical procedure.

Event description:
It was reported that surgery was planned for (B)(6) 2012 for pump repositioning. It was believed that the pump was being moved due to patient discomfort with the current location. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter: product ID 8591-38, lot# d22660, implanted: (B)(6) 2012, product type accessory. (B)(4).